Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer was not removing the cartridge air, and wearing the infusion set for 2-3 days. Tandem clinical support informed customer that not removing cartridge air, and wearing the infusion set for 2-3 days, is off label per the user guide. Customer¿s blood glucose (bg) level was 400-700 mg/dl, and the customer was vomiting. Reportedly, the customer received assistance from her parents who provided water and insulin for elevated bg. Elevated bg was addressed by a correction bolus via the pump.